Event description:
Reporter indicated that explant of patient's generator was shcheduled due to infection. It was reported that the patient developed an infection at the generator site after surgery to replace original generator due to end of service.